Manufacturer narrative:
Cont'd from d.11 white cap (for male luer) additional information provided: d.10 & d.11. The customer¿s report of an under infusion was not confirmed. The sets were visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in no irregularities. Rate accuracy testing found the device delivering fluid in specification. The root cause of the under infusion was not identified.

Event description:
It was reported that the IV ifosfamide 2120mg/583ml in a 500ml bag of 0.9% sodium chloride was programmed to infuse over (1) hour as ordered. It was then noticed that the bag still had approximately 100ml left over volume, when the nurse returned to the patient at the scheduled completion of the infusion. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, no patient information or details will be provided per their policy and/or guidelines.

Event description:
It was reported that the IV ifosfamide 538ml was programmed to infuse over 1 hour as ordered. It was then noticed that the bag still has approximately 100ml left over volume when the rn returned to the patient at the scheduled completion of the infusion. There was no patient injury.